Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received some motor error alarm. No harm requiring medical intervention was reported. Customer stated that diminished battery life and had to change the batteries much more and cracked around battery cap. The device will not be returned for analysis.